Event description:
Pt is a 72-yr-old male with long standing history of parkinson's disease. He developed extreme difficulty in swallowing due to oropharyngeal discoordination. He suffered from frequent aspiration and was becoming malnourished due to poor oral intake. He underwent placement of a percutaneous endoscopic gastrostomy tube on 10/27/94. Family had been caring for pt. Pt admitted to the hosp 3/25/96 with aspiration pneumonia. The family requested replacement of peg tube due to poor functioning. Surgeon attempted removal by traction as is consistent with instructions. While removing tube he heard a "pop" and observed breakage. He tried to place new foley catheter but could not aspirate anything. Gastric x-ray showed broken portion outside of stomach. This was confirmed with upper endoscopy. Required surgical removal of broken portion of peg tube and placement of new gastrostomy tube.